Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked/leaking catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was 5fr d/l powerline catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed 4mm distal of the bifurcation. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Wrinkling of the catheter at each end of the split line. A permanent kink impression was also observed 1.0cm distal of the split (1.4cm distal of the molded joint). Granularity to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reaz0288 showed no other similar product complaint(s) from this lot number

Event description:
It was reported that a powerline catheter broke while in use. The nurse reported that the central line was found to be leaking from a crack in between the insertion site and the bifurcation, which was under the transparent dressing. A new device was placed. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaz0288 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that a powerline catheter broke while in use. The nurse reported that the central line was found to be leaking from a crack in between the insertion site and the bifurcation, which was under the transparent dressing. A new device was placed. No patient injury reported.